Manufacturer narrative:
Reliability analysis evaluated 1 opened and or used reservoir. The reservoir, snap-cap, and septum were inspected for anomalies. None were found. Ran occlusion test, and the reservoir was filled with diluent, and connected to a new infusion set. The reservoir was installed and connected into a 7xx pump. Performed infusion set. Catheter tip was performed. The reservoir was found to not be occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer states insulin was not being delivered. Customer's blood glucose level was 420mg/dl. The customer treated with manual injection. Troubleshooting was conducted, and the alarm was resolved by a complete set and reservoir change. The customer will be returning reservoir for analysis and receiving replacements.